Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-may-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #:(B)(6), ubd: 26-may-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 97715 intellis sensor us emanual and two lead 977a260 vectris mrics compact experienced high impedance and intermittent loss of stimulation. Multiple falls were also reported. Troubleshooting was performed, including reprogramming. The products were explanted and replaced. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.